Event description:
It was reported the that compatibility guidelines were requested for MRI. Caller notes patient came in three days before reported event date for MRI and filled out screening form, marked 'no' as far as having any implanted devices. Caller notes that he went through with a c-spine MRI and the patient noted she felt a jolt down her leg during the scan. It was noted that it went away as soon as she got out of the machine. Only after the scan did the patient tell the MRI technician that she had the implant. Caller spoke to the patient this morning and she indicated that she wasn't having any discomfort or issues. The caller reports a shocking or jolting sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bwyb, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).